Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of over 600 mg/dl. It was also reported that the insulin pump kept alarming motor error. The wife did not have the insulin pump available at time of call to troubleshoot. Advised the wife that a replacement of the insulin would be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.